Manufacturer narrative:
Device evaluated by MFR: the investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06368. It was reported that a perforation that led to pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 27mm watchman ® laa closure device & delivery system (wds) was advanced. When the closure device was deployed in the appendage, a perforation occurred and pericardial effusion with tamponade was noticed. A pericardial tap was performed and fluid was drained. A pericardial window was also performed on the patient. The closure device was implanted and the procedure was completed successfully. The patient was reported as doing fine.